Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-02974 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-02975 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on an unknown date. According to the complainant, few days after the procedure, the patient came back in with bleeding and had to have more clips placed. The clip had already fallen off and was left to pass naturally. The patient had to have another procedure and another resolution clip was placed at the site. This happened a second time that the patient had to come in due to bleeding and it was noted that the clip was missing, and a new clip had to be placed. The patient's condition at the conclusion of the procedure was reported to be fine.